Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Contact reported customer was ill with a fever when the elevated bg occurred; however, contact did not clarify if pump or supplies contributed to the event. Contact declined further follow up.